Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was damage to an unknown disposable which led to a break in aseptic technique during peritoneal dialysis therapy, which resulted in the patient experiencing peritonitis. The reporter stated there were no symptoms noted. The breach in aseptic technique was further described as a cat bit the patient line. The patient was not hospitalized for the event. The patient was treated with intraperitoneal gentamycin 40 mg for eight days (frequency not reported) and then received oral cipro for seven days (dose not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered from the event. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.